Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found the haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -11.50 diopter was implanted into the patient's left eye (od) on (B)(6) 2024. Refractive surprise was observed. On (B)(6) 2024 the lens was exchanged for the same model, size but different diopter lens. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).